Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a shoulder instability arthroscopy, the arthropierce instrument curved right broke inside the joint, an x-ray was used to locate the broken part that remained in the joint. It was necessary to make a larger incision to find the broken piece. The broken piece was removed from the patient using a grasper and an arthroscopy was performed to visualize better. Surgery was completed with a back-up device instead. There was a delay greater than 30 minutes.

Manufacturer narrative:
H11: h2: corrected data on h6 (health effect: clinical code & impact code). H6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. The failure is associated with a well-known failure mode that has been thoroughly investigated in prior complaints. No new information, trends, or patient impact were identified that would warrant further review. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review stated that based on the limited information provided, the definitive clinical root cause of the reported device breakage could not be determined. However, procedural variance could not be ruled out as a likely contributory factor. The patient impact is determined to be the prolong surgery and the larger incision made which could impact post op recovery time. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.